Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was a case of leakage from the foley catheter. Although the exact location has not been identified, it was likely that the leakage was occurring in the vicinity of the cuff. Use was discontinued after the leakage was confirmed.